Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after an affera ablation procedure, when the patient was transferred to bed they subsequently experienced hypoxic hypercapnia, absent co2 trace on manual ventilation, high pressure on mechanical ventilation with small tidal volumes, with suspected dislocation of the endotracheal tube. Severe respiratory acidosis was confirmed by arterial blood gas testing with oxygen saturation measured at 88-90%. Imaging revealed collapsed lungs on x-ray, and a mucus plug was identified and cleared via bronchoscopy. The patient¿s hospitalization was prolonged. Interventions included insertion of an I-gel due to suspected endotracheal tube dislocation, subsequent removal and re-intubation, administration of intravenous medications. The patient was moved to the intensive care unit for critical care. The respiratory acidosis resolved, and the patient recovered. No further patient complications have been reported as a result of this event.